Manufacturer narrative:
Two (2) 7f avanti plus sheath introducer w/gw no obts were opened and an oily substance was noted around the hub area. There was no reported patient injury. Boxes with the same lot number were removed. The devices were opened in a sterile field. The devices were not used. Case-(B)(4): 22 sterile units of avanti+ 7f std w/gw no obt were returned for analysis. Per visual analysis, the products were received inside of a clear plastic bag distributed in 5 paperboard boxes. The seals of all the product packaging were intact. The integrity of the sterile pouches were not compromised. The returned units do not show any foreign material on the hub area of the csi. One of the sterile units were evaluated for this particular complaint file. It was placed on a tray to proceed with the evaluation, and no damages or anomalies were observed on the returned product. The returned unit was evaluated by the product engineering team (pet) concluding that no foreign material was present on the returned device. No anomalous condition was observed by the pet group. Only the presence of a lubricant, which is inherent to the manufacturing process, was noticed on the csi. This medical fluid is intended to lubricate the interaction between the vessel dilator and the gasket component. The mdx fluid is biocompatible, and the devices are safe to use. A product history record (phr) review of lot 17833744 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box - foreign material in sterile package¿ was not confirmed through analysis of the returned devices since the material (mdx) is inherent to the manufacturing process of the device and not considered foreign. However, as the customer is not aware of the manufacturing process of the unit, this material could appear as foreign, and the presence of the substance was confirmed. However, it should be noted that the mdx fluid is biocompatible, and these devices are safe to be used with the fluid. The medical fluid is intended to lubricate the interaction between the vessel dilator and the gasket component. According to the instructions for use, which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ standard clinical practice calls for inspection of the device and packaging prior to use in the patient. If the user notes anything unusual, they are urged to discontinue use of the device and exchange for another. Neither the phr review nor the product analysis suggests that the reported event could be a failure or defect related the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. This event is related to the details submitted under manufacturing report number 9616099-2019-03189.

Manufacturer narrative:
One returned unit was evaluated by the pet team concluding that this condition is inherent to the process. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. The complaint reported by the customer as ¿packaging/pouch/box - foreign material in sterile package¿ was not confirmed, the oily substance reported by the customer is mdx which one is inherent to the manufacturing process. As per product description pd0010 (see attachment) the medical fluid is intended to lubricate the interaction between the vessel dilator and the gasket component. Neither the phr review nor the product analysis suggests that the reported event could be a failure or defect related the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two reports associated with this event.

Event description:
When the customer opened a 7f avanti plus sheath introducer w/gw no obt, they noticed an oily substance around the hub area. They removed both boxes with the same lot number. The devices were not used and will be returned. There was no patient injury. The devices were opened in a sterile field.